Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Cloud - locked down/smartphone: phone_control_ios. Cloud - omnipod 5 software app version: 1.1.6. Cloud - smartphone operating system: 18.3. Cloud - smartphone hardware: iphone15.3. Cloud - cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient reported being unsure if the cannula was properly seated.

Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences and delivered 4075 pulses, including multiple boluses. The device correctly generated an 0x18 empty reservoir alarm. The reservoir was confirmed to be empty. This is a safety feature that does not indicate a device failure. No time outs or drive stalls were seen in the device data. No damages or defects were found that would result in a needle mechanism failure. The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would contribute to an improper insertion of the cannula. The cause of the reported event could not be conclusively determined.